Event description:
The pump has been returned and was evaluated by product analysis on 09/12/2011 with the following findings: the down and contrast buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts. This report is being made based on investigation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 09/12/2011 with the following findings: the down and contrast buttons were found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts.